Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27m navitor valve was selected for an implant. The sizing of the annular dimensions of the native valve was area 446, perimeter 768 and the device was successfully implanted with a depth of 3mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. It was noted via electrocardiogram (ECG) that the patient developed a left bundle branch block (lbbb) during procedure. The patient was hypotensive during the implantation of the valve. The valve rose up after deployment and was partially above the annular plane by 2mm. A post-implant balloon aortic valvuloplasty was performed using a 24mm non-abbott device and echo peak 22mmhg, mean 10mmhg. Due to under expansion of the 27mm navitor valve. It was believed that the underexpansion was due to the severe native tissue calcification. Post-procedure, the patient's lbbb persisted. There was no intervention performed. There was no prolonged hospital stay. The patient was discharged.

Manufacturer narrative:
An event of valve underexpansion, device migration, and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a previous history of left bundle branch block (history of atrial fibrillation), the valve sizing appears to be correct based on provided annular dimensions, the starting implant depth was 3mm from the non-coronary cusp (ncc), there was native severe tissue calcium that was believed to have caused the under expansion, the only deployment difficulties noted was regarding the under expansion, and there was calcification extending beneath the aortic annular plane. It was also noted that the physician believes the procedure caused the patient's heart block and the valve under expansion caused the valve migration. The provided fluoro image was reviewed by an abbott senior design/product development engineer. Based on the available information, the reported valve underexpansion and migration appear to be related to patient conditions (severe calcification). The reported heart block appears to be related to the implant procedure, per the physician. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: eu3196-1602 (r827031601) it was reported that on 20 february 2024, a 27m navitor valve was successfully implanted. There was calcification extending beneath the aortic annular plane in the interventricular septum. It was noted via electrocardiogram (ECG) that the patient developed a left bundle branch block (lbbb) during procedure. The patient was hypotensive during the implantation of the valve. The valve rose up after deployment and was partially above the annular plane by 2mm. A post-implant balloon aortic valvuloplasty was performed using a 24mm non-abbott device, due to under expansion of the 27mm navitor valve. It was believed that the underexpansion was due to the severe native tissue calcification. Post-procedure, the patient's lbbb persisted. There was no intervention performed. There was no prolonged hospital stay. The patient was discharged.